Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the user states that the chair intermittently turns off, and does not know if there is the wrench flashing.